Manufacturer narrative:
There is no patient injury associated with this complaint. The foreign material was identified as a fibrous tissue material, but no additional information is available. The catheter did not malfunction; however, bwi re-classified this complaint as a malfunction for documentation purposes and for submission to the FDA. (B)(4). During visual inspection, it was found a foreign piece hanging from the tip, the foreign material was analyzed and the result shows there is cell structure on this, probably coming from blood cells. The catheter passed test, electrical test, temperature test, generator test, patency and flow rate test, and deflection test. The device history record (DHR) was reviewed and no anomalies were found during manufacturing that is related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that when this catheter was removed from the patient for a sheath exchange, it was noted to have a "loose membrane like piece, dangling from the tip". The customer was not comfortable using it again in the patient and is requesting analysis of the product. A replacement catheter was pulled to complete the procedure. Customer is requesting replacement of the defective catheter. On (B)(6) 2011, bwi received information that the material on the catheter was fibrous material and therefore, this complaint was re-classified as a reportable malfunction.